Event description:
It was reported that the vns patient was hospitalized due to an increase in seizures. The patient¿s device was tested and normal mode diagnostics showed normal device function. No known surgical interventions have occurred to date and no further information relevant to the event has been received to date.

Event description:
It was reported that the patient was referred for a prophylactic generator replacement. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 it was reported that the patient underwent generator replacement on (B)(6) 2015. It was reported that the explanted generator cannot be returned for product analysis.